Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported battery depletion and subsequent longer charge times. Further analysis determined the depleted battery was caused by high current leakage in the device's external supply filter capacitor.

Event description:
Asku